Manufacturer narrative:
Additional information b5: it was reported that during use of an affinity nt oxygenator, while setting up extracorporeal circulation for the patient the device showed poor oxygenation, accompanied by slow and no defoaming of the blood. There was no adverse patient effect associated with this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of an affinity nt oxygenator, while setting up extracorporeal circulation for the patient the device showed poor oxygenation, accompanied by slow and no defoaming of the blood. The use of the device was unspecified. There was no patient involved.